Manufacturer narrative:
After further investigation, an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. The asp installed the replacement user interface assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
Based on a good faith effort (gfe) response received, the biomedical equipment technician powered up the device several times, but the screen remained blank. The power button light came on but not the screen. The biomedical equipment technician swapped out the monitor with another monitor that did not have any issues, and the ventilator powered on normally. The biomedical equipment technician ultimately ordered the replacement ui assembly. Device repair is still not completed pending availability of the replacement part.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the order status and repair, but no response was received from the biomedical equipment technician. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that although the device operated, there was no display. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that although the device operated, there was no display. The remote service engineer (rse) provided the customer with the part number of the replacement user interface (ui) assembly to replace for repair.